Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was unknown. The customer stated that he was not able to resolve the alarms. The customer stated that the pump has not been exposed to temperatures below (B)(6) fahrenheit. The product was returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, peeling serial number label and keypad overlay texture damage.